Manufacturer narrative:
(B)(4).

Event description:
It was reported that the rn is calling about a pump that is having multiple high baseline alarms during use on the patient. They are occurring approximately every 10 minutes. No kinking was noted to the catheter and placement was checked. An internal leak could not be ruled out therefore the register nurse changed the console to another. The pump was sent to biomed to be checked. No further calls were received. There was no reported death, serious injury or patient complications, no delay or interruption in therapy, and no medical/surgical intervention required.

Manufacturer narrative:
(B)(4). Teleflex did not receive the device for analysis. The reported complaint of "high baseline alarms" is confirmed based on the recorder strip provided by the customer. The field service agent was also able to replicate the alarms during service. The root cause of the reported complaint is undetermined. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint will be monitored for any developing trends.

Event description:
It was reported that the rn is calling about a pump that is having multiple high baseline alarms during use on the patient. They are occurring approximately every 10 minutes. No kinking was noted to the catheter and placement was checked. An internal leak could not be ruled out therefore the rn changed the console to another. The pump was sent to biomed to be checked. No further calls were received. There was no reported death, serious injury or patient complications, no delay or interruption in therapy, and no medical/surgical intervention required.